Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage. (B)(4).

Event description:
It was reported that removal difficulties were encountered and stent dislodgement occurred. After a guide catheter was placed, a 2.25x28mm promus premier¿ drug eluting stent was introduced to treat the lesion. However, it was noted on the exit of the catheter, the stent did not ¿look¿ correct. At some point, the stent would not advance, and the physician attempted to pull the stent back into the guide catheter. However, the device failed to move. After continually trying, the stent was detached from the balloon and stent delivery system (sds). The sds was removed and a snare was introduced. The detached stent was snared back into the guide catheter and the device was removed. The procedure was completed with a different device. No further patient complications were reported and the patient's status was fine.